Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. They reported that insulin was squirting out during the manual prime process. The customer's current blood glucose level was 408 mg/dl. The customer stated they had not been wearing the insulin pump for a week and was using manual injections since the error had occurred. Troubleshooting was performed. An infusion set change resolved the issue. The device will not be returned for analysis.